Event description:
Procedures included bilateral lower extremity arteriogram and abdominal aortogram, proceeded with bilateral common iliac artery and bilateral external iliac artery stent grafting. Placing 10x38 icast stent in left iliac artery. Stent was prepped according to MFR. Icast stent dislodged prior to inflation. Stent appeared to dislodge as the sheath was pulled back prior to deployment. Appeared to be separated from balloon, with stent still on wire. Snare catheter was utilized to snare stent toward sheaths and cutdown required to surgically retrieve snared stent.